Event description:
It was reported that there was "damage to the screen of the pump." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.